Event description:
It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2025. Upon lead screwing, the right atrial (ra) lead failed to fit properly in the pacemaker header. While performing another screw in attempt, the set screw of the atrial port fell off from the pacemaker header and the physician was unable to screw in the ra lead. The pacemaker was not used and replaced while the ra lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of problem with lead connection to the pacemaker was confirmed. Analysis revealed that the setscrew became stuck to the wrench tip due to incorrect insertion of the torque wrench into the setscrew hex inset. The physician was forcing the wrench tip into the setscrew inset with the corners of the wrench being wedged forcefully into the setscrew inset walls which stuck the setscrew to the wrench tip. The stuck setscrew was then pulled out of the device through the septum. The physician then reinserted the setscrew back in through the septum. The physician screwed the setscrew in too far to where it was blocking lead insertion into the header. The anomaly is related to the user/ physician's incorrect use of the torque wrench.